Event description:
It was reported that the patient wanted to make sure "the man brings a 9 inch wire instead of a 3 inch one" because he is heavy and this had been the worst year of his life because of the wire that was too short. It was noted that the patient was getting another battery put in soon. No additional information was provided regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3487a-56, lot # v478493, implanted: (B)(6) 2010, explanted: unknown; extension model # 748910, lot # nhu219652v, implanted: (B)(6) 2010, explanted: unknown; programmer model # 7434a, lot # ngl037730p.